Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04263; related manufacturer reference number: 1627487-2019-12280. It was reported that the patient did not experience effective therapy since implant. As such, surgical intervention took place on (B)(6) 2019 wherein the entire system was explanted to address the issue.